Manufacturer narrative:
Product ID: 309328 lot# b0372654k, implanted: 2006 (B)(6), product type lead product ID: 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension (B)(4).

Event description:
It was reported that there was a suspected lead migration. Patient symptoms included less than 50% therapy relief, location gi tract. Reprogramming was performed after implantation of new system. After operation with replacement of lead and neurostimulator, the treatment was well functioning again. Actions required as a result of the event: capped/abandoned/partially removed and hospitalization.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 309328, lot# b0372654k, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information received reported that the lead and device lying very close under the skin hurt the patient, especially when she was running. Additional information received reported that the patient could no longer feel stimulation except on a few parameter settings, where she could only feel it in her toes. It was noted that constipation had returned. The patient was hospitalized for three days while she had her system replaced and there would be reprogramming of the new system after implantation. Additional information received clarified that the patient¿s replacement surgery was to replace the device because of pain that was suspected to be due to the size of the device and to replace the lead that was suspected to have migrated causing the loss of stimulation. Reprogramming was performed after the replacement and the treatment was functioning well again. Additional review indicates the information in MFR. Report # 9614453-2013-01445 pertains to this manufacturer¿s report. Any additional info will be reported in this report.